Event description:
It was reported via repair work order that the fowler was stuck in elevated position due to the limits being out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.